Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.7. Hardware: iphone11.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl between 24 and 36 hours of wearing the pod. The patient¿s mother reported that they called the emergency line on sunday (B)(6) 2025, at 12:30 am due to the high bg levels. The patient was not provided any treatment but were instructed to watch for ketones. The patient was not brought to the emergency room; they received instructions during a call. The patent symptoms included high bg levels and vomiting. The mother further reported there was leaking at the pod site on their abdomen, the adhesive was pulling away, and the cannula appeared to be dislodging. The patient was reported to have a small rash at the pod site. The pod was removed on (B)(6) 2025, at 2:30 am.